Manufacturer narrative:
D1. Brand name corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause is unknown because the console was not returned for investigation and the logs are unavailable for review.

Event description:
Additional information was received that reported "the ao placement signal was 39/28 on the aic. The hospital checked the pressures with an a-line and the patients pressure where good with an maps over 55mmhg. The flows are good and the patient is stabile and in good condition. The pump will be kopft and send in for further inspections."

Manufacturer narrative:
B5. Additional event description added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient had been implanted with an impella 5.5 device for mechanical circulatory support. The ao placement signal displayed on the aic was 39/28 mmhg. The hospital verified the pressures using an arterial line (a-line), which confirmed that the patient¿s pressures were adequate, with mean arterial pressures (map) greater than 55 mmhg. Pump flows were adequate, and the patient remained stable and in good clinical condition.